Event description:
It was reported that the customer experienced high blood glucose of 506 mg/dl. Customer's symptoms included excessive thirst and urination. The customer also reportedly received a motor error while attempting to deliver a bolus. Customer was not using the sensor feature on the insulin pump and was able to complete the rewind sequence. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The occlusion test was not performed due to prime anomaly. The device passed the rewind, basic occlusion, and displacement test. No motor error alarm during testing noted. The motor passed the motor test. The device had broken belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.